Manufacturer narrative:
Based on the investigation of log files, siemens cse concluded that customer did not "override" the failed/missed aqc as stated in the initial MDR 1217157-2015-00137/complaint, but rather, they turned off aqc mode (which clears all parameter and level qc state tracking). The operator who turned aqc mode off (at 19:48:41) and back on (at 23:48:58) was "(B)(4)". The qc on/off screen is only accessible to level 1 operators. In this case "(B)(4)" was a level 1 operator, so it wouldn't have stopped him/her from turning aqc mode off and clearing the parameter and level qc states. The event was caused by the operator turning off aqc. The system performed as designed.

Manufacturer narrative:
Customer should not have restored aqc and run patient samples. Siemens representative discussed security levels within software with operator so they cannot restore qc. The event occurred due to an operator error.

Event description:
Customer reported that they restored aqc (automatic quality control) and run patient samples. Customer indicated that 7 patient samples ran between (B)(6) 16:01 and (B)(6) 01:30 am. There was no report of injury due to this event.